Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the communicator for the patient with this pacemaker and right ventricular (rv) lead exhibited a red call doctor alert. At this time, the cause for the alert remains unknown. This pacemaker and rv lead remain in service. No adverse patient effects were reported. Additional information received from the field confirmed that this pacemaker and right ventricular (rv) lead exhibited pacing impedance measurements that were high and out of range. The local company representative contacted the patient to arrange a device check as soon as possible; however, the patient has not responded at this time. No adverse patient effects were reported.